Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Time of adverse event: during the stenting procedure. It was reported that during an angioplasty of the proximal right coronary artery, the 2.75x28 rx xience v stent was advanced and deployed and a vessel dissection was noted. A second rx xience v 3.0x15 stent was used to treat the dissection. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4). The device remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.